Event description:
Bought the nipro true2go meter starter kit plus 2x50 truetest strips and received after lunch (B)(6) 2015. First bg was 69 and knew it was wrong, so tested again and next few readings were in 40's. My precision xtra tested 117. Called manufacturer and care rep suggested I must have done it wrong. I told her I was a pharmacist and I had used may meters and taught diabetics and colleagues on its use. She then said the vendor may have stored it incorrectly and she said she'll send me control solutions new strips and a new meter and I must send her back the defective meter and strips. While waiting for the new strips/meter, I continued to test with xtra and simultaneously tested with truetest on same drop of blood within 2-3 seconds. Truetest was consistently 43-60 mg/dl below my xtra bg readings. My xtra are approx 100's to 120's, higher if I eat more carbs than normal; my xtra results are consistent with the lab's fasting bg and hba1c. Few days later, I received new strips and control solutions but no new meter. All the strips tested in range with the control solutions but my bg were still extremely low compared to my xtra. Called nipro and new rep went over everything I did with the control and new strips and asked if I did this with the new meter. I told her I never got a new meter and she said she'll send me a new one immediately and concluded it was the meter. Two days later, got new meter and same issue, the controls were in range but my bg are still in the 60's and 70's after meals and 40's and 50's fasting. Called nipro again and new care rep went over everything again and then said if I'm uncomfortable with the results, they will refund my money but I will need to send back both meters and all the strips so they can test it. I confirmed I can't trust the meter or strips with its outrageously low readings; I'll be in ER with bg of 40's and 50's. I'm currently awaiting my return envelopes.